Manufacturer narrative:
The customer contacted physio-control and advised that they did replace the therapy connector assembly on their device. The replacement therapy connector assembly did resolved the reported failure and after observing proper device operation through functional and performance testing, the device was returned to the end user for use.

Manufacturer narrative:
(B)(4): physio-control has provided the customer with the required information for replacing the therapy connector assembly. Physio has been unable to reach the customer to determine if a replacement therapy connector assembly resolved the reported failure. The device has not been returned to physio-control for evaluation.the cause of the reported failure could not be determined.

Event description:
The customer reported that their device would no longer detect a connection to the therapy connector assembly. Without this connection, the device could not deliver defibrillation therapy to a patient.there was no patient use associated with the reported failure.